Event description:
A site representative reported that their vertek arm would not tighten down properly. There was no patient present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. RMA issued. Replacement part shipped on (B)(4) 2012. Mechanical evaluation of suspect part finds that, the keeper screw on the handle had been backed out. Even with the screw tightened down, the handle spun freely, not able to loosen or tighten the vertek.